Manufacturer narrative:
Microscopic examination of the returned device found the stent had proximal stent strut damage, the struts were pulled proximally. No kinks or damage were noticed along the shaft of the device. Microscopic examination of the balloon found no issues with the balloon material. The recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. The shop floor paperwork was reviewed for this particular batch #8513914 and no anomalies were noted from this review that could correlate to the difficulties that were experienced by the physician during the use of this product. This particular batch #8513914 has one other associated complaint. The root cause of the reported complaint cannot be conclusively determined.

Event description:
This complaint is now reportable based on the analysis completed on 8/16/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. However, the returned product confirmed that there was stent damage. The physician attempted to place a 3.0x32mm taxus liberte' drug eluting stent, but had difficulty crossing the lesion. The procedure was completed with another taxus liberte' of the same size. There were no complications reported and the patient condition was reported as satisfactory and good. This product is only ous approved, but it is similar to a marketed us device.